Event description:
Caller reported an issue with a cgm error, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and the caller successfully restarted their sensor session without further displaying the cgm error.